Manufacturer narrative:
On (B)(6) 2018, an email was received from the patient (pt) with additional information: the pt reported that the name of the solution used was ultrasept. The pt does not have a scheduled return visit to the eye care provider (ecp). An attachment of the pt's prescription dated (B)(6) 2018: vigadex, 1 drop 3 times daily for 10 days; regencel cream, 2 times daily for 15 days. No additional information has been received. The suspect product was received on (B)(6) 2018. The evaluation is not yet completed. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Four lenses were received in two lens cases. The parameters of the four lenses were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. A visual inspection revealed lens number one had an edge chip, lens number two had an edge tear, lens number three had an edge tear and lens number four had no visual attributes noted. As the product was returned opened, it is not known what external influences may have contributed to this issue. If any further relevant information is received, a supplemental report will be filed. Code 10 ¿ testing of actual/suspected device.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) reported a diagnosis of corneal ulcer od while wearing the acuvue® oasys® brand contact lenses. The pt reported irritation and redness but continued to wear the od lens. On (B)(6) 2018 after removing the od suspect lens, the pt reported redness, irritation and pain. The pt reported a ¿white spot on the iris at 12 o¿clock, closer to the sclera¿ on the od. The pt went to an eye care provider (ecp) on (B)(6) 2018 and was diagnosed with the od corneal ulcer. The pt reported od redness and irritation currently but has not yet purchased the prescribed medication (name of the prescribed medication was unknown). The pt reported 1 medication is to be used tid and a cream was prescribed bid. The ecp advised to pt to discontinue contact lens wear for an unknown period. Pt reported daily lens wear with a monthly replacement schedule. On (B)(4) 2018 a call was placed to the pt for additional medical and product information, but nothing additional was obtained. On (B)(4) 2018 a call was placed to the pts treating eye care provider (ecp) and additional medical information was requested, but nothing additional was received. A written request for the pt's medical information was submitted via email as requested from a ecp¿s representative. On (B)(4) 2018 a call was placed to the pt for additional medical and product information, but nothing additional was obtained. On (B)(4) 2018 a call was placed to the pts treating ecp¿s office and it was confirmed the email request for the additional medical information was received. No additional medical information was provided. On (B)(6) 2018 an email was received from the pt: pt reported ¿I sent the information with the lenses that were collected this week¿. The pt reported if additional information is needed, it will be sent next week. On (B)(4) 2018 a call was placed to the pt and additional information was requested. The pt reported the information mailed with the lenses was a copy of the prescribed medications from the treating ecp. The pt reported she will send the name of the medications prescribed for the corneal ulcer via email. The pt has not returned to contact lens wear. On (B)(4) 2018 a call was placed to the pts treating ecp¿s office. A representative reported the ecp is not available and the ecp is the only person who can provide the requested medical information. No additional medical information was provided. On (B)(6) 2018 an email was received from the pts treating ecp with additional medical information: the ecp reported ¿the ulcer in the right eye is affecting the field of vision slightly, treatment was considered standard with vigadexa eye drops and regencel ointment¿. Diagnosis: corneal ulcer od, ¿patient made inappropriate use of lens. No need to return¿. No additional information was provided. The date of event is reported as (B)(6) 2018. The suspect lens was requested for return, but it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00351p was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.